Event description:
Per the clinic, the patient developed a skin infection at the abutment site, and was treated with antibiotics (specific type and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022 in order to remove the abutment. In addition, the recipient underwent skin revision during the same surgery to remove top layer of bone directly around the abutment. This report is submitted on april 22, 2022.